Event description:
The customer reported a leak coming from the probe of the coulter ac·t diff analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical support (cts) advised the customer to clear the probe wipe and verify that the vacuum was set to 6.0. The customer restarted the instrument twice and did not observe a leak. The instrument was returned to normal operation. (B)(4).